Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user administered two boluses late in the evening, after which they went unconscious, with severe hypoglycemia and convulsions. Customer were dispatched to emergency medical services and were treated with glucose and glucagon for low blood glucose event. Customer stated that they did not remember if they ate prior to boluses. The reservoir will not be returned for analysis.